Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked if they had informed their managing physician about the stimulation, burning and stinging sensation at the implant site. They responded they had told their doctor the device was not comfortable, that it had been that way for months/since the beginning. They said they would check about 'a surgery (if needed) to fix what it was wrong', but they never heard back from the doctor. A healthcare provider was not wanting to do a 'repair of the area' surgery saying they would probably make it worse. The device had always protruded out of their coccyx bone area since surgery. The doctor was aware of the patient's anatomy at the time of the surgery and they had not changed before or since. The patient stated this had been torture for them and at times they could not lay on their back or sit without discomfort or sometimes totally pain. They stated the stimulation/burning/stinging at the implant site happened at odd times, at low levels, on their left buttock when they were sitting, standing, walking, lying anything. No steps had been taken or planned to resolve the issue at the time of the report and it had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had stimulation in the wrong location and experienced this burning/stinging sensation at the ins site for ¿probably a month, probably (B)(6)¿. The sensation was noted as a sudden onset and was constant and painful. No falls or trauma were reported the could be related to the issue but they did mention they had been bending and lifting their grandchildren more. The sensation was also noted as not related to positional movement. The option of turning the device off for a while was offered to the patient to see if the burning/stinging sensation subsides. The patient was redirected to contact their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.